Event description:
It was reported that the patient experienced skin erosion at the top of the pump pocket. A pocket revision was performed to place the pump deeper. The pump was used to deliver dilaudid and bupivacaine.

Event description:
Additional information received reported the pump had not moved, but it was causing skin problems where it was implanted. The healthcare provider (hcp) moved the pump from the left abdomen to the right and that was the reason for the additional catheter added. It was noted the catheter extended from the left abdomen over to the right abdomen. The spinal segment was not changed at all. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported the patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later indicated that the pump was explanted on (B)(6) 2014 for possible infection or allergy. The pump had 'seed' out. The pump catheter segment was completely removed. The middle segment was shortened, tied off with sutures, and ended in the left abdomen. The spinal segment was left unchanged. The total remaining catheter length was 81cm. The healthcare provider decided that the pump did not need to be returned for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code no longer applies.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the pump was removed in (B)(6) 2014 because the patient¿s body ¿rejected the pump¿ three times. It was stated that the problem started in (B)(6) 2014. It was related that the pump was repositioned/moved from their back to the front but their body rejected it each time and the healthcare professional (hcp) decided to removed the pump. It was noted that the patient still had the catheter in the body. It was indicated that bupivacaine and dilaudid were in the pump at unknown doses and concentrations. An out of box failure was not reported. A medical or therapy problem associated with small parts was not reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the catheter was revised on the date of this report and the patient's skin was breaking down at the top of the pump location where the pump was previously close to eroding. It was noted a revision at that time was done, but the break down/irritation of the original skin problem continued even though the pump was in a deep position. It was further reported on the date of this report the pump was moved from the left abdomen to the right abdomen with an extension catheter. The patient was getting good pain relief with dilaudid 2000 mcg/ml and bupivacaine 35 mg/ml running at 140 mcg's/day and 2.54 mg respectively. It was noted the patient also had bolus dosing as needed with the personal therapy manager (ptm). A follow-up report will be sent if additional information becomes available.